Manufacturer narrative:
Additional concomitant medical products: cook evo-fc-10-11-8-b, evolution® biliary controlled-release stent - fully covered. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use instructs the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. "Flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first". "Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel or device lumen can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide (acro). The stent was advanced over the wire, but [the stent] would not continue to follow the wire into the common bile duct (cbd). After a lot of pushing, the stent and wire were removed, at which point the wire was examined and found to have damage to the hydrophilic section near the 25 cm mark. The facility recannulated with a new acrobat calibrated tip wire guide and after testing the stent, re-introduced the stent which easily went into the duct. Unfortunately, the stent action felt very stiff upon deployment and there was a "crunch" from the gun at which point the stent stopped working. The facility removed the stent and successfully placed a new cook evo-fc-10-11-8-b stent. The damaged stent was quite twisted and contorted at the distal tip, and there were some bends in the hypotube. The cook area representative suspected that the damaged wire resulted in undue pushing and contortion of the stent catheter, resulting in a failure once the wire had been changed. The endoscope was severely contorted, resulting in a lot of extreme elevator use to get position and access with the original wire. The cook area representative believes this led to damage to the hydrophilic section, which was not visible endoscopically. The cook fusion extraction balloon (fs-8.5-12-15-a) exchanged with minimal difficulty, which did not provide evidence of wire damage prior to the first stenting attempt. Unfortunately, the devices were thrown away, and therefore not available for inspection.